Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the site. The site location was patient's abdomen. Reportedly, there was stress or pull on the tubing which was caused by the pump fall (23 inches). The pump was dropped with the set connected to patient's body. No further information available.